Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the tubing channel on the tab. The ops quality engineer (qe) was notified, and non-conformance report (nc) was initiated for this issue. The non-conformance report (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device leaked air. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and the procedure outcome was a success. No blood loss was reported. Additional information was received on 11 may 2023: the procedure was a left heart catheterization/ percutaneous coronary intervention (pci). Twelve (12) cc 's of air were added initially, prior to deflation, which happened immediately. A terumo slender sheath 50-1060 was used at the access site for the procedure. Hemostasis was completed when the tr band involved was removed and a new one was applied. There was no noticeable damage to the device.